Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a pump failure occurred with the aquabplus reverse osmosis (ro) system. The issue could be resolved by resetting the thermal relay however the issue was reoccurring daily and resulted in a t1 test failure. Error f¿04¿50¿04 was received with the message "failure: t1 test, pump p1 defective received." The biomed evaluated the system and identified thermal decomposition on the thermal relay and power connector. The first prong of the thermal relay was completely burnt, to the point that it had nearly fallen off. The location where it plugged into the power converter was also burnt. The thermal damage extended to the area just beneath the green (grounding) cable. There was no observed smoke, spark, flame, or arcing, however a burning smell was noted. There were no blown fuses identified in the local power supply. The biomed confirmed that within the past few months electrical storms have occurred in the area resulting in issues with the local power grid and power outages at the facility. The biomed stated that the thermal relay and converter were replaced to resolve the reported issue. The system has been returned to full service. The samples were discarded and are not available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported event can be confirmed by means of the complaint intake information. The thermal damage occurred due a bad electrical connection that resulted in high contact resistance and thermal power loss. As higher currents, the concerned components are exposed to higher temperatures respectively, resulting in the found thermal damage. The reported failure pattern is a known issue. Corrective actions have been defined and implemented. Tightening torques for the screw terminals (power contactors and circuit breakers) has been defined within the service manual. The concerned screw terminals have to be tightened with the required tightening torques prior to the initial startup of the device. These corrective actions were released. The concerned device was manufactured before the concerned CAPA project and the released corrective actions. According the complaint intake information, the thermal overload switch and power contactor were replaced to solve the issue. It is recommended to tighten all screw terminals for all power contactors and circuit breakers in the aquabplus, aquabplus b2 and aquabplus hf.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a pump failure occurred with the aquabplus reverse osmosis (ro) system. The issue could be resolved by resetting the thermal relay however the issue was reoccurring daily and resulted in a t1 test failure. Error f¿04¿50¿04 was received with the message "failure: t1 test, pump p1 defective received." The biomed evaluated the system and identified thermal decomposition on the thermal relay and power connector. The first prong of the thermal relay was completely burnt, to the point that it had nearly fallen off. The location where it plugged into the power converter was also burnt. The thermal damage extended to the area just beneath the green (grounding) cable. There was no observed smoke, spark, flame, or arcing, however a burning smell was noted. There were no blown fuses identified in the local power supply. The biomed confirmed that within the past few months electrical storms have occurred in the area resulting in issues with the local power grid and power outages at the facility. The biomed stated that the thermal relay and converter were replaced to resolve the reported issue. The system has been returned to full service. The samples were discarded and are not available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue.